Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing coughing and cannot stop using the device. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected and scrapped due to multiple error codes. In addition, no evidence of foam degradation was found nor were there any foam particles visible.